Manufacturer narrative:
The device was returned and visual examinations revealed no anomalies. Interrogation and preliminary test results were acceptable. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.

Event description:
It was reported that the patient presented at the hospital due to pocket erosion and a systemic infection. The physician did not state the infection was abbott procedure related nor abbott device related. The entire system was explanted and the patient was stable.